Manufacturer narrative:
Additional information. The complaint device was received at the manufacturer along with a medical device reporting form. The form provided additional information which indicated that the physician used a non-amo device as the replacement lens. As the complaint device has now been received. Device available for evaluation - yes, returned to manufacturer on: 08/08/2016 device returned to manufacturer - yes. : a conclusion code is being used as evaluation of the actual returned device is anticipated but not yet begun. Results will be submitted in a supplemental filing. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00, was performed from the right eye of a (B)(6) female patient because she complained of dysphotopsia (halos/glare) which was significantly interfering with her daily life. There was no injury, no incision enlargement, and no vitrectomy performed. Another lens from another manufacturer was used a replacement lens. It was indicated that the explanted lens was discarded by the surgery center. Also the patient has recovered. Additionally, the patient also had a lens, model zkb00, explanted from her left eye. A separate MDR will be filed for the left eye. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was not performed as the lens has not been returned to the manufacturer; reportedly lens was discarded by the surgery site. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: reportedly, the intraocular lens (iol) was returned to the manufacturing site; however, upon opening there was no lens sample received. Therefore, an investigation could not be performed and the customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.